Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In initial report section b5 was mention incorrectly, correct b5 should be - the patient alleged particles in air path, headaches, vomiting. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found unknown white and black dust contamination inconsistent with degraded sound abatement foam, and hairs at the air input of the blower box. Found black contamination, consistent with keratin, at the air outlet of the blower box. An internal visual inspection was completed by the manufacturer and found unknown white and brown contamination, along with some black hairs were on the bottom of the blower box. Also found mineral deposits on the bottom of the blower motor, indicating potential water ingress. The humidifier was returned for evaluation. The manufacturer found unknown brown and black contaminants and dark-colored hair strands inside of humidifier box. Also found air inlet tube seal was off of humidifier and laying in the bottom of the enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes mineral contamination consistent with water ingress and multiple contaminants that are not consistent with degraded sound abatement foam. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.